Event description:
During review of internal programming history it was noted that a vns patient had a faulted system diagnostic test. Diagnostics were performed on (B)(6) 2009. The patient's vns generator was reset to 0/20/500/30/5 at that visit and was not corrected until their office visit on (B)(6) 2009.

Manufacturer narrative:
Analysis of programming history confirmed event.